Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. He initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.86 volts (v), within the specification of 0.55-2.758 volts. The pst calibrated 20 more times with no failure to calibrate occurring. He initiated calibration with flow set at 1.2 l/min and each time, the flow returned to zero flow and up to 5 l/min as part of a normal calibration. The pst repeated this 20 times with no failure of calibration. Set the flow at 2, 3, 4, 5, and 9 l/min before initiating calibration with no failure of the epgs to calibrate. Flow would always drop to zero and up to 5 l/min as expected during calibration. The pst agitated internal connectors and cables during calibration but that did not lead to any calibration failure. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00304. Per review of the data logs, each time calibration is attempted it fails indicating "calibration failed: zero flow high before cal - 1.2 l/min". This indicates 0 flow was tested at calibration but was being measured by the flow meter at 1.2 l/min. This continued to happen, even after a reboot.

Event description:
It was reported that during software validation testing of the device, the electronic patient gas system (epgs) was failing calibration intermittently. During calibration when the flow meter should be reading 0 liters per minute (l/min) the flow meter was still showing flow at around 1.2 l/min. This testing was performed by a third party engineering group in (B)(6). This epgs contains test software 1.2c. There was no patient involvement.